Event description:
In 2001 the end-user's father called minimed, USA and stated that the plastic cannula hub disconnected from adhesive gauze. The adhesive gauze remained in place. No extreme stress placed on set. Has occurred with 3 sets. Last bg 220. In 8/2001 maersk medical received the complaint and 1 used base piece and 3 unused infusion sets.